Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 55 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. It was reported that there were several cracks in the casing of the insulin pump, making it impossible to tighten the reservoir into the reservoir compartment of the insulin pump. The customer stated that the insulin pump was probably dropped or bumped. Nothing further was reported.